Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal meter was not displaying. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer called technical support to report that the tidal (volume) meter was not displaying.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) engineer evaluated the device and found that there was a problem with the patient circuit--the patient circuit was used without the proximal pressure line. The asp engineer therefore replaced the patient circuit as the wrong patient circuit was used. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.